Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13277. It was reported that an asymptomatic patient presented to a follow-up in-clinic with noise on their right ventricular lead, confirmed with isometric exercises. Lead was capped and replaced on (B)(6) 2020. During the procedure, it was noted that the lead also exhibited an insulation breach because it was sitting on top of the pacemaker device. The pacemaker also exhibited a dented can and fractured plug due to the friction. The pacemaker was removed and replaced during the same procedure. Patient condition was stable after the procedure.